Event description:
It was reported that during testing, the lab tech stated that the nose bearing became hot extremely fast. There is no patient involved in this event.

Manufacturer narrative:
The customer's reason for the return of excessive heat has been confirmed. The nose bearing was damaged. The pre-repair temperature test at 1 min is 122f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.